Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The display window was inspected and is not loose or popping out. Insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the insulin pump is cracked and scratched. Customer's blood glucose reading was 175 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.